Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield failure occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "a nurse reported a device safety cap quality defect. Consequence: accident of exposure to the blood during the blood sample during the securing of the pick needle the pink cap became unsuitable and I pricked myself ( index finger of the left hand)."

Manufacturer narrative:
Type of reportable events: serious injury. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective locking mechanism was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that safety shield failure occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "a nurse reported a device safety cap quality defect. Consequence: accident of exposure to the blood during the blood sample during the securing of the pick needle the pink cap became unsuitable and I pricked myself ( index finger of the left hand)."